Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient¿s transfer set disconnected from their pd catheter and subsequently, the patient experienced peritonitis manifested by cloudy bag, diarrhea, and abdominal pain. The cause of the peritonitis was further described as due to the ¿capture catheter falling off¿. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient treatment with intraperitoneal vancomycin (1 gm for three weeks, frequency not reported) for peritonitis. It was reported the pd catheter was not removed or replaced due to peritonitis. Eight days after event onset, the patient was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.